Manufacturer narrative:
H.6. Investigation: customer returned two (2) 32g x 4mm bd pen needles from lot 7045818. Consumer reported finding needles clogged during the flow check and others during injecting. Both returned samples were examined, and it was observed that both exhibited broken non-patient end (npe) cannulas. The broken npe cannulas would be the cause for no flow through the pen needles, as reported. No evidence of manufacturing defects were observed on either sample. As both samples were returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was difficult to prime and clogged during use. The following information was provided by the initial reporter: "finding needles clogged during the flow check and others during injecting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was difficult to prime and clogged during use. The following information was provided by the initial reporter: "finding needles clogged during the flow check and others during injecting."